Event description:
A customer ultrasonic gastrovideoscope was returned to the service center due to a report of a "leak at the distal end that occurred during reprocessing". Upon inspection and testing, the device was found to have an adhesive malfunction as the adhesive was observed missing from the light guide lens at the distal end cover. No patient harm or involvement was reported.

Manufacturer narrative:
The evaluation found the adhesive was observed missing from the light guide lens at the distal end cover. The reported "leak at the distal end that occurred during reprocessing" was confirmed as the scope was leaking from a hole/cut on the bending section cover. Additionally, the scope was leaking from under the elevator control knob; there are deep scratches on the probe unit; the charged coupled device unit was chipped; the light guide tube/cable had buckling and the insertion tube has a minor dent. The scope is pending repair. A review of the repair history indicates the scope was last serviced via repair on august 11, 2017 due to a leak, cut on bending section cover. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, there was no adhesive in the position where adhesive should have been applied likely due to external force was applied to the relevant part. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.